Event description:
After the pump was programmed by the anesthesiologist post-op, and the patient was still in the recovery area, the pump quit functioning - the read-out screen went blank. It could not be restarted. The deffective pump was switched for a new one.